Event description:
During testing at the mfg facility, it was found that the rate on channel a would continuously scroll when the control knob was placed in the set rate position. There were no reports of any pt adverse events while the pump was in clinical use.